Event description:
It was reported that the core impaction drill overheated after three to four minutes of use during an extraction procedure at the user facility. The impaction bur guard was removed when it began to melt, and the procedure was continued without a guard. The patient sustained a 1 cm x 2 cm blister type burn on the upper right lip after the guard was removed. The procedure was completed successfully using back-up equipment without a clinically significant delay. The burn was treated with petroleum jelly to keep it moist and protect it. The patient required no further treatment and no permanent damage is expected. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the core impaction drill overheated after three to four minutes of use during an extraction procedure at the user facility. The impaction bur guard was removed when it began to melt, and the procedure was continued without a guard. The patient sustained a 1 cm x 2 cm blister type burn on the upper right lip after the guard was removed. The procedure was completed successfully using back-up equipment without a clinically significant delay. The burn was treated with petroleum jelly to keep it moist and protect it. The patient required no further treatment and no permanent damage is expected. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly, and visual inspection. Through visual inspection, the rotor was confirmed to be affected by debris.